Event description:
A customer contacted beckman coulter inc. (Bci) and reported that the peri-pump tubing on the wash pump on the unicel dxc 600i synchron access clinical systems was slipping off due to seized rollers. The result was the wash buffer ii was leaking. No injury was reported with connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the pump.